Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient needs a scan of the back, kidney's and stomach but the new device showed the patient is not eligible for full body scan do to abandon product. Patient said that her doctor did have to leave part of the lead in because it adhered to the bone. Patient was upset because the whole reason they got the new system was so they could get an MRI. The patient was advised to consult with their doctor and to have the doctor consult with technical support regarding the risks with MRI due to lead remnant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-nov-06, mpxr 774745, image (rep): information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, and gastrointestinal/pelvic floor. It was reported the lead fractured upon removal, it was noted that the distal electrodes, 0 and 1, remained in the body. It was noted that the lead was removed with the tines intact and electrodes 2, and 3 removed along with the wires. There were no known contributing factors, it was noted the issue was visually evident on fluoroscopy. The lead had been carefully removed, but there was no way to remove the remaining electrodes. It was reported the issue was resolved at the time of the report.